Manufacturer narrative:
Device evaluation indicated that the device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient had to charge the ipg more frequently and it no longer fully charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient had to charge the ipg more frequently and it no longer fully charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.